Event description:
It was reported that while using the iLet system with Contact Detach Lot #: 6011884, the user experienced a low blood glucose of 50 mg/dL followed by a subsequent high after treating the low with a bag of Gushers, an oatmeal cream pie, and juice; review of available logs indicated the device¿s correction algorithm acted on a prior elevation and likely contributed to the initial low, and a related case referenced a bent cannula. Symptoms included hypoglycemia with dizziness and shaking. Outcomes included medication required to address the event and characterization as a serious illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific medical device problem and insufficient information about a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA Form 483 observations to ensure full reporting compliance.